Event description:
It was reported that the patient stated getting pump error message: (clear occlusion). They were advised that there was a high pressure detected and will have to make sure that there was no kink in tubing from cassette to pump or to line. Patient replaced a new tube and stated that they tried a backup pump, but same occlusion alarm occurred. Patient changed the tubing or extension set, and there was no further issue. This was a continuous infusion; the programmed flow rate and delivered volume were unknown. Pump position at the time of the issue was unknown, as alarm occurred is also unknown. The issue occurred during patient use and there was no product issue cause or contribute to patient or clinical injury. The patient was concomitantly receiving remodulin mdv. And sterile diluent for remodulin.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.